Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter for the treatment of pulmonary embolus. The patient received a scan which noted that the filter is in place. There is a prominent calcification within the cage of the filter, and physicians believed there was suggesting a calcified embolus. As a result of the malfunction of the ivc filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The following additional information was received per the patient¿s medical records: the filter was placed below the level of the renal veins. No acute complications were noted and patient tolerated the procedure well. Patient had a CT scan of the abdomen approximately 4 years 7 months post implantation; the tip of the filter lies at the level of the right renal vein and immediately inferior to the level of the left renal vein. Centrally within the cage of the ivc filer, there is a prominent, irregular calcification measuring about .4 cm in greatest dimension perhaps a calcified embolus. No signs of abdominal lymphadenopathy. Further impressions were fatty infiltration of the liver, cholecystectomy, tiny non-obstructing calyceal stone within the inferior pole of the right kidney. According to the information received in the patient profile form (ppf), the patient reports suffering from anxiety.

Manufacturer narrative:
Terumo 4 french sheath, jwire, and compression device tr band scimed .035 wire bracco diagnostics inc tray contrast holder, kit transducer, merit 72¿ contrast tubing (date received by the manufacturer the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter for the treatment of pulmonary embolus. The patient received a scan which noted that the filter is in place. There is a prominent calcification within the cage of the filter, and physicians believed there was suggesting a calcified embolus. As a result of the malfunction of the ivc filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The following additional information was received per the patient¿s medical records: at the time of implant, the patient¿s pre-operative diagnosis was pulmonary embolus, respiratory failure, and left retroperitoneal hematoma. The filter was placed below the level of the renal veins. No acute complications were noted. The patient tolerated the procedure well. Patient had a CT scan of the abdomen approximately 4 years 7 months post implantation; the tip of the filter lies at the level of the right renal vein and immediately inferior to the level of the left renal vein. Centrally within the cage of the ivc filer, there is a prominent, irregular calcification measuring about 1.4 cm in greatest dimension, suggesting a calcified embolus. No signs of abdominal lymphadenopathy. Further impressions were fatty infiltration of the liver, cholecystectomy, tiny non-obstructing calyceal stone within the inferior pole of the right kidney. According to the information received in the patient profile form (ppf), the patient reports suffering from anxiety. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Calcification is the accumulation of calcium salts in a body tissue. It is transported through the blood stream. Calcification normally occurs in the formation of bone, but calcium can be deposited abnormally in any part of the body, causing it to harden. An embolus within the device does not represent a device malfunction. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation of the filter. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter for the treatment of pulmonary embolus. The patient received a scan which noted that the filter is in place. There is a prominent calcification within the cage of the filter, and physicians believed there is a calcified embolus. As a result of the malfunction of the ivc filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Calcification is the accumulation of calcium salts in a body tissue. It is transported through the blood stream. Calcification normally occurs in the formation of bone, but calcium can be deposited abnormally in any part of the body, causing it to harden. An embolus within the device does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation of the filter. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter for the treatment of pulmonary embolus. The patient received a scan which noted that the filter is in place. There is a prominent calcification within the cage of the filter, and physicians believed there was suggesting a calcified embolus. As a result of the malfunction of the ivc filter, the patient has suffered from and will continue to suffer from permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries.